Manufacturer narrative:
Summarized patient outcomes/complications of safety and effectiveness of transsplenic access for portal venous interventions were reported in a research article in a subject population with multiple co-morbidities including liver cirrhosis, portal vein thrombosis, liver cancer, diabetes type 2, hypertension, portal vein hypertension, hyperlipidemia, nonalcoholic hepatic steatosis, gastric varices, esophageal varices, alcoholic fatty liver disease, autoimmune hepatitis, coronary artery disease, heart arrhythmia, metastatic cancer, antitrypsin deficiency, chemoctheraphy-induced sinusoidal injury, chronic obstructive pulmonary disease, hepatitis c, and infiltrative liver disease¿hemochromatosis. Some of the complications reported were ischemia, renal failure, pain, fever, hematoma, hemorrhage; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: safety and effectiveness of transsplenic access for portal venous interventions: a single-center retrospective study.

Event description:
The article, "safety and effectiveness of transsplenic access for portal venous interventions: a single-center retrospective study", was reviewed. The article presented a retrospective, single center study to assess the safety and effectiveness of percutaneous transsplenic access (ptsa) for portal vein (pv) interventions among patients with pv disease. Devices included amplatzer vascular plug 2 and unknown coils. The article concluded that ptsa as an approach to accessing the pv is secure and achievable, with minimal risk of complications. Minimal to no bleeding is possible by using tract closure methods. [(B)(6)]. The time frame of the study was from january 2018 to january 2023. A total of 30 patients were included in the study, of which it was not specified how many received an abbott device. The average age was 59.3 years and the gender ratio was evenly split (15 out of 30 were male). Comorbidities included liver cirrhosis, portal vein thrombosis, liver cancer, diabetes type 2, hypertension, portal vein hypertension, hyperlipidemia, nonalcoholic hepatic steatosis, gastric varices, esophageal varices, alcoholic fatty liver disease, autoimmune hepatitis, coronary artery disease, heart arrhythmia, metastatic cancer, antitrypsin deficiency, chemoctheraphy-induced sinusoidal injury, chronic obstructive pulmonary disease, hepatitis c, and infiltrative liver disease¿hemochromatosis.